Event description:
It was reported that the heart lung machine (hlm) displayed a 'battery cannot be charged - full backup may not be available' message. There was no delay, no blood loss, nor adverse consequences to the patient. No other details regarding the nature of the event were provided.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The fsr replaced the power switch battery cable. Release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.